Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly, from 20% to full depletion within one minute. The pump subsequently shut off. The customer reported this issue reoccurred a day later. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.